Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had four infections with the pump in 2009. The drug used in the device system was unknown. Additional information had been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was revised on (B)(6) 2009. The pump was moved from the right lower abdomen to the left lower abdomen due to poor wound healing. No device system components were explanted or replaced at this time. The entire device system was later explanted on (B)(6) 2009 due to poor wound healing and infection. The patient was implanted with a new pump and catheter on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was relocated on (B)(6) 2009 due to wound dehiscence. The wound complication was noted by the healthcare provider (hcp) on (B)(6) 2009 and the patient was referred to another physician. The physician referred to removed the pump and catheter on (B)(6) 2009 due to poor wound healing and infection. The device system had delivered compounded baclofen.